Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Event description:
Patient reported left side rupture. Healthcare professional reported capsular contracture, baker grade ii/iii. The device was confirmed intact upon explant. The device has been explanted. The event of rupture is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, g2, h3, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade ii/iii. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. A workmanship was observed not related to the complaint for a split in patch observed event. A further investigation is requested to analyze the split in patch observed. As per the investigation procedure creases, more than three openings and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed split (ss) in patch area, it is out of specification per qa 199.04. The event of capsular contracture was unable to observe, and the workmanship has not relation to reported complaint. Therefore, the reported event was not confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assy rev 8.0 was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.